Manufacturer narrative:
The investigation for the console(aic) controller error-yellow alarm has been completed. Data logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. There were 26 opm crc errors noted during this case, with one instance resulting in a controller error (took long enough to resolve that the error condition triggered). There were also bad file descriptors next to these opm crc errors that indicates the epc was not seeing successful communication to the rlm. Reviewing the rlm logs for these times, the rlm was rebooted which would have caused the aic to see unsuccessful data transfer to the rlm until the usb was restarted. Console was sent back for investigation but the loss of optical data failure mode was not reproduced. The exact same repeated rlm reboots was not reproduced but the rlm was noticed to have an abnormal boot sequence which likely points to partition switching and usd card corruption. Additionally, the module would not connect to ic_test and would power cycle when attempted to which is another symptom of corruption. During testing, the serial communication for live monitoring of rlm logs also failed and would not recover. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) has a controller error alarm. The aic was removed from service and returned. There was no patient involvement.